Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called animas on february 1 alleging, he was not able to prime the pump. Animas has attempted to follow up with the user to troubleshoot the product further but was unable to reach the user. He says, there was no insulin seen when he tried to prime the pump and received multiple loss of primes. He says, he primes until he receives an empty cartridge alarm and yet no insulin was dispensed from the end of the tubing. When removing the cartridge the pump has 104 units in it and the pump history shows the patient primed 103.5 units. The prime history shows that on january 20, the pump was primed 13 times with the largest prime volume of 79.5 units. On january 16, the prime history showed the pump was primed 10 times with the largest amount of 17.4 units. There was no insulin delivered from the pump on january 20. The pump cartridge was empty at 3:18 pm on january 19. The patient's mother also said that the pump was removed previously and taken to the doctor's office where they allowed the pump to deliver insulin in a cup. They did not see any insulin delivered and concluded that the pump was not delivering. She reported, the patient's blood glucose level was 700 mg/dl at some point and the patient was hungrier than usual and urinating often. The patient went to a diabetes center where the staff gave him an injection of insulin bringing his blood glucose reading down to 410 mg/dl. The patient is still off pump therapy and receiving insulin via injection. His blood glucose reading has been around 300 mg/dl since starting on injections. The patient denied that the infusion set cannula was bent. He says, he changes his site, set, and cartridge about every four days. He mentioned that his bolus calculation features were programmed correctly. There were no associated alarms in the pump history. When reviewing the bolus delivery the patient confirmed all bolus doses have been delivered as programmed. Basal delivered stopped on january 19. This complaint is being reported because the user alleged priming and delivery issues with the pump and subsequently experienced blood glucose elevations requiring treatment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. A review of the black box history shows several "loss of prime" warnings associated with attempting to prime an empty cartridge. The "ezprime" operation was successfully performed. The prime and load steps were performed on the pump with no issues noted. The insulin units remaining were correctly calculated and recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no prime or insulin delivery issues found during the investigation. Unrelated to the complaint, the force sensor was found to be out of calibration and a dimpled force sensor spoke shim was found.